Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 8 units and remained static. Reportedly, the cartridge was filled with 180 units of insulin, and the customer was unable to determine how much insulin had been used since the cartridge was loaded. The customer¿s blood glucose level was 600 mg/dl, and was addressed with a manual injection. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.